Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("chronic pelvic pain") in a (B)(6) female patient who had essure (batch no. D31445) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), asthenia ("asthenia") and libido disorder ("disturbed libido"). On an unknown date, the patient experienced varicose veins pelvic ("pelvic varices"). The patient was treated with surgery (hysterectomy performed via celioscopy - essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, asthenia, libido disorder and varicose veins pelvic outcome was unknown. The reporter provided no causality assessment for asthenia, libido disorder, pelvic pain and varicose veins pelvic with essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: insertion was satisfactory. Examination showed pelvic varices without any other abnormalities. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 21_aug_2017 for the following meddra preferred term: pelvic pain: the analysis in the global safety database revealed 3550 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 17-aug-2017: information received via health authorities in (B)(6). Patient information added. Essure removed on (B)(6) 2017 by hysterectomy performed via celioscopy. Case upgraded to incident. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("chronic pelvic pain") in a (B)(6) year-old female patient who had essure (batch no. D31445) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included delivery, multiple cesarean sections, bladder cyst, colonoscopy, amygdalotomy, carpal tunnel release and cervical disc herniation. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), asthenia ("asthenia") and libido disorder ("disturbed libido"). On an unknown date, the patient experienced varicose veins pelvic ("pelvic varices"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy were performed - essure removed via 3d laparoscopic surgery). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, asthenia, libido disorder and varicose veins pelvic had resolved. The reporter considered asthenia, libido disorder, pelvic pain and varicose veins pelvic to be related to essure. The reporter commented: a follow-up was performed 6 or more months following essure removal. According to the reporter, essure probably caused or contributed to the occurrence of the events. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: insertion was satisfactory examination showed pelvic varices without any other abnormalities. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 30-aug-2017: device removal questionnaire received - reporter and patient's information were updated, a new reporter and also patient's information were added. It was reported that the patient recovered. On 31-aug-2017: it was confirmed that essure was removed on (B)(6) 2017. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 21 aug 2017 for the following meddra preferred term: pelvic pain: the analysis in the global safety database revealed 3611 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.